Event description:
It was reported that during a thoracic surgery procedure, there were issues with the device locking out and not firing. Two reloads were used and the same issue occurred. When removing the reloads, it was observed that the cartridge pan had separated. Another reload was used and the procedure was continued. There was no patient consequence reported. The device was discarded but the reloads are returning for analysis.

Manufacturer narrative:
(B)(4): cartridge pan. The analysis results that two ecr60d reloads were received fully fired and with the pan detached. No functional test could be performed due to the condition of the reloads. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.